Event description:
The half side rail reportedly came off the bed frame, while the resident was using it to assist with repositioning. The rail fell to the floor and the resident fell onto the rail. He was taken to the hospital for xrays. A subluxation of the cervical spine was found, however, the radiologist could not determine if it was a chronic finding or a new finding. The patient has neuromuscular deficits from his chronic illness and health care professionals could not discern any changes. He also has chronic pain which was exacerbated by the fall. He returned to the nursing home with the only new treatment being an increase in pain medication. No additional information was available.

Manufacturer narrative:
We have requested return of the side rail for evaluation. It has not been received. If the rail is returned, it will be evaluated and a follow-up medwatch report will be submitted.